Manufacturer narrative:
The complaint was not confirmed. The returned dualwave arthroscopy fluid management system ar-6480 was visually inspected and showed that the top cover shell is our of alignment (not fully enclosed at the right side). Further review of the pump sub-assembly and components, showed no issues with the latch door or tubing connector. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced, since the original tubes sets involved in the case were not returned for evaluation.the pump was powered on and function as intended with no error message and/or audible alarm triggered. Among the most common causes for this type of issue/occurrence are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl reconstruction procedure, that took place (B)(6) 2020, the patient developed compartment syndrome. The surgeon noticed the issue when putting the dressings on the patient while still in the procedure room. The surgeon used gravity and massage in attempts to remove the fluid but then had to perform a fasciotomy. This was done while still in the procedure room, immediately after the acl reconstruction had been completed. The patient had not yet left the room. The patient was kept overnight due to the issue. The wounds were closed on (B)(6) 2020 and the patient is scheduled to be discharged on (B)(6) 2020. The pump did not alarm during use and seemed to perform normally. The surgeon requested the pressure be increased several times during the procedure. The pressure started at 35 and ended at 60. There was no fluid coming out of the portals. The following tubings were used with the pump: ar-6411 (lot 40060968) and ar-6421 (lot 40067186).